Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error alarm on the insulin pump. The insulin pump was replaced.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.